Manufacturer narrative:
The field service engineer reseated the device knob for preventative maintenance.

Event description:
The customer reported that the device was hanging frequently. There was no patient involvement.